Event description:
During evaluation of a returned micro volume extension set, a leak was identified. This malfunction was identified during evaluation; therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was visually inspected and functionally tested. The visual inspection did not identify any nonconformances. The functional tests identified that the sample leaked from the air vent on the in-line filter. The cause was determined to be a material issue. Should additional relevant information become available, a supplemental report will be submitted.